Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from date manufacturer was made aware.

Event description:
It was reported that the patient was having difficulty charging the ipg and frequent ipg charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively with no complications. The explanted product was disposed by hospital staff per patient request.